Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 15 of 15 devices were returned for evaluation. Evaluation of 11 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers. Evaluation of 2 devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers. Evaluation of 2 devices found chuck wear and lack of maintenance and a lack of lubrication. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes 15 malfunction events where a midwest stylus plus handpiece would not hold burs. No injury resulted in any of the events.